Manufacturer narrative:
Results: the embolization coil was intact with the penumbra smart coil pusher assembly and had offset coil winds near its proximal end. Conclusion: evaluation of the returned device revealed the smart coil embolization coil had offset coil winds near its proximal end. This type of damage typically occurs if the introducer sheath is not properly aligned within the hub of the microcatheter prior to advancement. The offset coil winds prevented the smart coil from advancing out of its introducer sheath and into the demonstration microcatheter during functional testing. The non-penumbra microcatheter mentioned in the complaint was not returned for evaluation. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure to treat a ruptured aneurysm in the internal carotid artery (ica)/posterior communicating artery (pcom) using penumbra smart coils (smart coils). During the procedure, while attempting to advance a smart coil out of its introducer sheath and into a non-penumbra microcatheter, the physician experienced resistance and was unable to advance the coil. Therefore, the introducer sheath containing the smart coil was removed and the procedure was completed using another smart coil and the same microcatheter. There was no report of an adverse effect to the patient.